Event description:
Customer reports to have received a button error alarm. Customer states insulin pump was placed inside of a dry cooler. Customer's blood glucose was 162 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.